Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, line b of the device was programmed in the concurrent mode to deliver an unspecified antibiotic, at a rate of 12 ml/hr with a vtbi (volume to be infused) of 6 ml, for a duration of 30 minutes, and the delivery was started. After 30 minutes, the device alarmed that the delivery on line b was complete. At this time, the nurse noted that there was still approx 1 ml of medication remaining in the syringe. The device was reprogrammed to deliver the remaining medication. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.